Manufacturer narrative:
Investigation is ongoing.

Event description:
Two years post sapien valve implant the patient was admitted with sob and chf. Echo indicated there was moderate central aortic insufficiency (cai) and trace paravalvular leak, with no migration of the valve. Of note, there was a note in the echo report stating that the ai was poorly evaluated with color doppler. A persantine stress test was completed with negative ischemic ECG changes, negative chest pain or arrhythmia. At the time of discharge from the initial implant procedure 2 years earlier, echo demonstrated mild pvl and no transvalvular leak. On the one year echo cai and pvl were mild.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient factors that alone or in combination can cause or contribute to valve regurgitation in this case, the cause of the central aortic insufficiency (cai) 2 years post implant is unknown at this time. At the 2 year echo, the cai was moderate and the plv was mild. The only treatment to date has been medical management for the symptoms of chf and sob. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.